Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was functional. The device was disassembled to inspect internal activation components and corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use or the device being soaked for cleaning before shipment for analysis. The corrosion would have inhibited electrical contact between the dome and the circuit. Our manufacturing, sterilization, packaging and shipment processes do not introduce corrosion to the device. The reported failure was confirmed but the root cause cannot be identified because it is unknown when the corrosion occurred.

Event description:
It was reported that during a laparoscopic sigma procedure, after a short time, the instrument did not function at all. A new instrument was used then. No further information is available. One device will be returning.